Event description:
It was reported that the pt experienced a confirmed motor stall due to MRI with no recovery recorded. The drug in the pump was dilaudid. The dose and concentration were not reported. The hcp noted they will send the manufacturer the telemetry strips for review after rechecking the logs. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.